Event description:
Healthcare professional reported "pain and baker's grade IV capsular contracture" "breasts with heterogeneously dense parenchyma, which may hide small nodule" and "signs of mammoplasty and integral-looking silicone implant with some accommodating folds.", confirmed via MRI, ultrasound and mammography. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.